Event description:
It was reported that during post-op check, the right ventricular lead exhibited loss of capture and loss of sensing. The lead had dislodged. The lead was successfully repositioned on a later date. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).